Manufacturer narrative:
Unit received with constant motor communication error alarm followed by unexpected off no power alarm, problem isolated to the mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to motor communication error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a multiple pump error and off no power alarms. The customer¿s blood glucose was 109 mg/dl. Troubleshooting steps were provided for off no power alarm and pump error. The insulin pump will be returned for analysis.